Manufacturer narrative:
Additional information was received on august 16, 2017. The device was received, the investigation is pending. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and/or investigation results becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was having a left shoulder surgery on an (B)(6) 2017. During shoulder surgery the cross pin of the anatomical shoulder, handle for rasp snapped in half and dropped into the patient. Both parts were removed from the patient. It was also reported that the surgery was successfully completed, without the cross pin and without any delay. Notes: the implantation and explantation dates are left empty, as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: crossbar of rasp handle fractured. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the crossbar of an anatomical shoulder handle snapped in half and dropped into the patient. Both parts were removed from the patient and the surgery was successfully completed without the crossbar. No medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the rasp handle has been returned for an investigation. As the crossbar is missing, it can be confirmed that it has fractured. Signs of impaction are visible on the top of the handle. No other conspicuousness found. Review of product documentation - inspection plan: - characteristic no. 1 feature "diameter (ø 4.2 0.1/-0.1)¿ with scope of testing: aql 1.0. Means of inspection: "digital measuring slide". - characteristic no. 5 feature "diameter (ø 2.5 h7 0.01/0)¿ with scope of testing: aql 2.5. Means of inspection: "test pin". - characteristic no. 13 feature "material (protasul-21wf)¿ with scope of testing: 100%. Means of inspection: "visual". - the internal documents were reviewed. The DHR (device history records) indicate that the released component met all requirements to perform as intended. It is confirmed that the material p-21 has been manufactured and tested according to astm f1537 and en 12011. Therefore it can be concluded that the device was according to product specification. - clinical evaluation report: a crossbar is used as a stop to set the correct rasp height for precise prefixaton of the implant humeral head. The lower security pin avoids removing the rasp without taking out the screw for rasp. Root cause analysis root cause determination using rmw: - instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - instrument, breaks, deforms, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to aging of material due to cleaning and sterilization => possible, however it seems very unlikely, as the instrument has only been manufactured in 2015. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, as the fractured crossbar has not been returned, corrosion cannot be excluded. - instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, a deterioration in function as a result of repeated use cannot be excluded. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Excessive force could have been applied. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Excessive force could have been applied. Conclusion summary the rasp handle has been returned for an investigation. The crossbar has fractured and has not been returned. The inspection plan confirms that all relevant features have been inspected. Additionally, the DHR (device history records) indicate that the released component met all requirements to perform as intended. Therefore it can be concluded that the device was according to product specification. One possible root cause might be that excessive forces have been applied, leading to a fracture of the crossbar. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that during a shoulder surgery on an unknown date, the movable cross pin of an anatomical shoulder handle snapped in half and dropped into the patient. It was reported that both parts were removed from the patient and the surgery was completed without delay. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.